Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during maxillofacial surgery, the two threads broke easily during handling and there was no tensile force. There was no patient injury.